Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power management board was recommended for replacement to resolve the issue. Block a: no patient information provided to date after calls to end user 04/24/2026 and 04/29/2026. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in a power failure during a case. The unit was rebooted and case resumed. There was no patient injury.